Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on switch 1, an image frozen and recorded on its own, due to wear of lock engagement lever, up/down knob could not be locked securely, control unit deformed, scope connector cover deformed, switch box deformed, lock engagement lever scratched, guide pin of electrical connector corrosion, sheet holder unit has corrosion due to water leakage, sheet holder unit corrosion due to water leakage, electrical connector corrosion due to water leakage, scope connector corrosion due to water leakage, due to a pinhole on biopsy tube, water tightness lost, acoustic lens damaged, due to peeling of acoustic lens, displayed ultrasound image defective, distal end dented, distal end scratched, objective lens chipped, adhesive around objective lens peeled, adhesive around light guide lens peeled, light guide lens scratched, adhesive on bending section rubber chipped, connecting tube snagged, due to damage on bending tube, the play of up/down knob out of the standard value, due to wear of k-wire, the fixing force of guide wire did not meet the standard value, ultrasonic probe loose, and universal cord buckling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had distal end damaged. Upon inspection and testing of the customer returned device, the scope had gap in the adhesive on the distal end/stain entered inside the lens through the gap. In additional, the scope had gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.